Event description:
Info report: this device case, which does not involve an adverse event, reported by a healthcare professional, who contacted the co to report a product complaint, concerns a pt of unk age, sex or origin. No med history or comcomitant medication details were provided. The pt was receiving human insulin via a humapen ergo burgundy/clear pen body (lot 40233) with a clear cartridge holder attached for the treatment of diabetes. The person operating the device was the pt. It is unk if the operator of the device was trained. The reporter stated `piston rod broken'. The device was returned to the company. Initial analysis by the manufacturing site found that both clear cartridge holder engagement tabs were broken. This product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. Additional investigation was conducted. Update 16-dec-2004: final report received 09-dec-2004, analysis summary added, device misuse marked as yes. Device pages and case updated accordingly.

Manufacturer narrative:
MFR's preliminary comments: two broken engagement tabs were identified. The product is out of specification for dose accuracy. Two tab breakage has been shown to result in an underdose of product. Additional MFR narrative: no further follow up is planned. Results/conclusion: this device is used for treatment purposes. The actual device was returned with both clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the 2003 user manual instructs users not to damage or remove the cartridge holder tabs. The user is advised not to use the device if the cartridge holder tabs are broken and to contact their healthcare professional for a replacement pen. Evidence of inproper use/storage: the engineering investigation determined the engagement tabs were broken while in the field as tool marks were found on the cartridge holder mounting bayonet. These findings are consistent with customer misuse. Broken engagement tabs has been shown to result in an underdose.